Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was not determined. It was clarified that coil separation/break/premature detachment did not occur in addition to the coil non-detachment. Prior to coil non-detachment, there were no issues encountered. There was no damage observed to the pushwire after removal.

Event description:
Medtronic received a report that the axium coil would not detach. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm located in the internal carotid artery (ica) with a max diameter of 3.5 mm and a 3 mm neck diameter. It was noted the patient's blood flow was normal and vessel tortuosity was normal. It was reported that during a trans arterial embolization (tae) procedure, the doctor used an axium coil. After releasing the coil, the doctor attempted to detach it using the instant detacher but found it could not be detached. Initially suspecting the detacher was faulty, the doctor opened a new detacher, but it still could not detach the coil. Finally, the doctor attempted to detach it manually, but it was also unsuccessful. It was confirmed that the product was defective. Due to the patient having a blood disorder, the defective product was not retained. It was reported coil separation/break/premature detachment occurred. The coil was removed from the patient by directly pulling back and removed from the body. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician attempted to detach the coil with the instant detacher 2 times and attempted to manually detach the coil 1 time. Two instant detachers were used. The physician did not rotate the delivery pusher during the procedure. The continuous flush was administered d uring the procedure. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). No patient symptoms or further complications were reported as a result of this event. Ancillary devices include a neuron88 sheath, echelon microcatheter, sl10 microcatheter, fubuki 0.14 guidewire.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.